Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that pacemaker exhibited post paced t wave over-sensing. Programming changes were made. Patient condition was stable.